Event description:
It was reported that the bd ultra fine¿ pen needle didn't release insulin during the priming process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported over the past 3 days she has had pen needles that don't work. Stated they don't release insulin during priming. Stated this morning, she also found the pe of one pen needle to be bent."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 7/29/2020 h.6. Investigation: customer returned nine (9) 32gx4mm bd pen needles from lot 9275380 (2 used, 7 unused/sealed). Consumer reported insulin would not release from her pen needle during priming. All nine returned pen needles were examined, then tested for flow using a test pen injector: all nine returned pen needles were able to expel properly. No evidence of manufacturing defect was observed. Since no defects were observed, the alleged issue could not be confirmed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Root cause cannot be determined at this time as the issue is unconfirmed. : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd ultra fine¿ pen needle didn't release insulin during the priming process. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "consumer reported over the past 3 days she has had pen needles that don't work. Stated they don't release insulin during priming. Stated this morning, she also found the pe of one pen needle to be bent."